Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the pt is still getting good seizure control and still feels stimulation.